Event description:
It was reported that there were several attempts made to implant two different atrial leadless pacemakers. The doctor became frustrated and abandoned the atrial implant due to unknown issues. The procedure was completed with only a ventricular device. Patient was stable.

Manufacturer narrative:
Further information was requested but not received.